Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code ec 41301. The event occurred during testing.

Manufacturer narrative:
D9 - date returned to mfg : 4/8/2025. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. However, upon further investigation found detached downstream occlusion seal (dso). The downstream occlusion seal (dso) seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.